Manufacturer narrative:
(B)(4). We are currently making efforts to obtain the complaint rt266 infant dual heated evaqua2 breathing circuit for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported that an rt266 infant dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Event description:
A distributor on behalf of a healthcare facility in south korea reported that an rt266 infant dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspections showed no signs of damages to the breathing circuit. The pressure test revealed that the device was out of specification. The waterbath showed that the circuit was leaking from the swivel next to one of the ports. Conclusion: we are unable to conclusively determine the cause of the reported fault. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.